Manufacturer narrative:
Attempts were made to obtain additional information, but no new information has been received. The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this mechanical valve, a valve leaflet's motion was impinged. More of the patient's native anatomy and subvalvular tissue was excised, but the impingement remained. This valve was then explanted and re-implanted in an intra position, and this issue resolved. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's medical history includes rheumatoid cardiac valvulopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.